Event description:
It was reported, that the gastrointestinal videoscope unable to angulate the control knob. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 component code of the initial medwatch. The information should reflect knob this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: during device handling by the user, angulation wire was broken. Subsequently, angulation control knob was not angulated, which led to delay of the procedure. The event can be detected by following the instructions for use which state: inspection of the bending mechanisms olympus will continue to monitor field performance for this device.